Event description:
It was reported that during a procedure in the superficial femoral artery, a 4.0x20 rx trek dilatation catheter was advanced and inflated one time at 8 atmospheres to successfully perform dilatation to treat the target lesion. Reportedly, the balloon was deflated and was being withdrawn from the patient's anatomy and proximal to the target lesion, when the balloon became slightly stuck. The physician thought the balloon may have not deflated sufficiently; therefore, removal was stopped and an attempt was made to apply negative pressure on the balloon; however, it was noted that it was not possible to apply negative pressure to the balloon. The balloon was re-inflated at 8 atmospheres and an attempt to deflate the balloon was made; however, it was not possible to deflate the balloon at all. The balloon kept pressure at 8 atmospheres and it was not possible to retract the balloon as the rx trek dilatation catheter would not fit through the non-abbott sheath. Reportedly, the sheath was removed first and the rx trek dilatation catheter was withdrawn from the patient's anatomy with the balloon inflated. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use states that the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.